Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the upper part of the housing of the ids (infinity docking station) fell down with the docked gamma xl monitor. The monitor reportedly fell onto the patient's legs, who lay underneath the ids. The biomed of the hospital reported that the 4 metal sleeves, which are located at the upper part of the housing, came completely loose. The metal sleeves are at the 4 screws, which are fixing the lower part to the upper part of the housing. The 4 screws and the metal sleeves are at the lower part of the housing. There was no patient injury reported. (B)(4).